Event description:
The patient underwent prophylactic replacement of their device due to a safety alert. The patient was asymptomatic. The catheter dye study was performed before pump replacement to ensure a patent catheter. The drug used in the pump is baclofen and dilaudid. The pump was returned to the manufacturer for analysis and the patient is doing well following pump replacement.

Manufacturer narrative:
Final device analysis results reveal - gears seized - bridging residue.